Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed pause episodes on the implantable cardiac monitor. Pauses show a flat non-physiologic baseline that was associated with loss of contact of the device electrodes. During procedure, it was noted that the implanting physician went in at a steeper angle than expected and possibly contributed to this issue. No intervention was performed at the time. Physician decided to monitor the patient.